Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the patient's central line broke below the bifurcation and required a line repair with a repair kit. There were no reported serious injuries to the patient as a result of the reported product problem.